Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The investigation was performed considering complaint description, cs reports, system history and system log files. Upon investigation the involved customer service engineer (cse) identified an issue with the wireless footswitch. The cse checked the wireless footswitch and found a loosened battery plug. After reinserting the plug and resetting the connection to the connection board in the table, the footswitch functions normally and is charging. The battery connector cannot loosen even with strong vibrations. According to the technical expert, the most likely cause was that the plug was not inserted probably after the maintenance-related exchange of the battery. However, no fluoro was released on the day the incident occurred. This means the daily check of the system was not performed according to the user manual: chapter system operation, sub-chapter daily checks. After re-inserting the power cable of the wireless footswitch, the footswitch works as specified. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the footswitch stopped working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.